Manufacturer narrative:
The investigation into the pump not detected issue has been completed. The automated impella controller logs revealed the following: the window which was instructing the clinical team to check grey-to-grey connectors occurred but was then bypassed once the epm was power cycled, leading to the proper detection of the impella pump. The console not returned for further investigation. The pump detection issue was due to the rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a software mitigation in place. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted with high risk percutaneous coronary intervention was needing an impella for mechanical circulatory support. It was reported that the automated impella controller (aic) failed to recognize the pump as the hospital staff was preparing the pump for insertion. After the white cable was connected, the aic prompted the staff to connect ¿gray to gray¿ as if the pump was not an optical device. The staff was able to eventually bypass the screen and continue with setup. There was no report of patient harm or injury.